Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump tested with glucose sensor simulator and insulin pump communicated and functioned properly. Low alert and low predicted alarm functioning properly noted. Insulin pump received cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 206 mg/dl. Customer stated that receiving a low predict and low alert from the sensor. Customer declined to troubleshoot the sensor. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.